Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose at the time of incident was 439 mg/dl and current blood glucose was 485 mg/dl. The customer had another blood glucose was 512 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer alleges pump was under delivering because blood glucose was not going down. The customer reported that they had performed the displacement test and the high pressure test and both the test was passed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.